Event description:
The patient reported that sometime during the course of last week that he was bending over and that the needle released on its own. The patient could not recall the exact specific date that this happened. The patient mentioned that he does not believe that he accidentally banged into anything.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be confirmed for this device. The device functioned normally and it is impossible to determine if the needle button inadvertently retracted during use. It is likely the patient did not fully push down the needle button the locked state.